Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 30) during the loading sequence. Upon loading a new cartridge, the customer received an incomplete cartridge change alert (alert 13). Tandem technical supported educated the customer too much time had elapsed during the cartridge change process causing this alert. The customer maintained the belief there was an issue with the cartridge. Additionally, the customer alleged the pump declared an alert 11 or alarm 11 but declined to provide further information regarding the issue. The customer's blood glucose was in the 200's mg/dl.